Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.